Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be determined. The patient remains ongoing on vad support. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (japan) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a massive bleeding occurred in the hospital. On the same day, blood was transfused with a packed red blood cell (4 units or more and less than 8 units). Anticoagulant treatment was performed at the time (heparin, and aspirin). Laboratory test was done on (B)(6) 2020 and the test values displayed: international normalized ratio (inr) was 1.4, activated partial thromboplastin time (aptt) was 73 seconds, and platelet thrombocyte count (plt) 217,000 / ml. Re-operation was performed. The cause of bleeding was due to the complexity of medical management. Bleeding was probably associated with this product because anticoagulant therapy was essential with ventricular assist device (vad) implantation.